Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted due to receiving appropriate shocks. The proximal coil was found to have moved into the patient's vessel, so reprogramming was performed. The shock configuration was reprogrammed, but then an alert for high out of range shock impedances on this right ventricular (rv) lead triggered the following day. The impedances were 127 ohms. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Boston scientific received information that this patient was admitted due to receiving appropriate shocks. The proximal coil was found to have moved into the patient's vessel, so reprogramming was performed. The shock configuration was reprogrammed, but then an alert for high out of range shock impedances on this right ventricular (rv) lead triggered the following day. The impedances were 127 ohms. At this time the lead remains in service. No adverse patient effects were reported. Additional information was received which reported that the lead was later surgically abandoned and replaced due to high shock impedance measurements. No additional adverse patient effects were reported.